Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a ventralex mesh. Case-specific details not provided.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a ventralex mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6)2019 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, "transverse sub umbilical incision was made and hernia sac excised. A ventralex mesh inserted to undersurface of anterior abdominal wall and secured with suture.¿ (B)(6)2021- patient had acute mesenteric infarction thereby underwent extensive small bowel resection and loop end ileostomy leaving stoma. (B)(6)2021 - during visit patient had thrombus in superior mesenteric vein (smv) and stoma. (B)(6)2022 - patient underwent a laparotomy for restoration of intestinal continuity due to a clotting condition. During this procedure, the surgeon removed the ventralex mesh. (Note, no operative notes provided).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: this supplemental MDR is submitted to document additional information provided and to correct the event date. Based on the information received in the medical records the ventralex mesh was explanted. It appears the explant was done in support of a 2022 laparotomy. Not due to an issue with the umbilical hernia in which the device was used. Review of manufacturing records confirms product was manufactured to specification updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d6.a, d6.b, g3, g6, h2, h4, h6, h10, h11. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.